Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photo confirmed the reported damage to outer jacket of the modular cable. A specific cause for the damage could not be conclusively determined through this investigation. The customer submitted one photo for analysis. The submitted photo showed a breach to the modular cable proximal to the inline connector bend relief. Bunching of the jacket was noted in this area, and the underlying armored layer was exposed. No wires were exposed and the damage appeared to be cosmetic in nature. The submitted log files captured no external power and backup battery fault alarms. These alarms will be addressed under the mpu and system controller investigations respectively. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and patient handbook, rev. A is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". The relevant sections of the device history record for modular cable, lot number 8993380, was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review showed a loss of external power event while connected to the mobile power unit (mpu). The low voltage hazard events seen were the result of the mpu suddenly losing power. The log also contained backup battery faults. The system controller was exchanged due to damage to the modular cable. No alarms noted after the exchange. The mpu was equipped with a v-lock connector on the ac power cord. Ac power cord accidently became unplugged from the wall. The mpu remained in use. The backup battery faults also fully resolved.